Event description:
It was reported by the customer that on (B)(6) 2010 there was no visible aiming beam at less than 1,000 joules. The exact amount of joules used was not known. No pt injury was reported. The device was not returned for evaluation.